Event description:
A surgeon reports that one of his cataract patients is experiencing negative dysphotopsia and scattered light following intraocular lens implant surgery. Additional information has been requested.